Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: taiwan. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery the dermatome produced a skin graft with uneven thickness. It was reported that there was no harm to the patient or any surgical delay. No additional information available is indicated. Diligence is complete.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b1; b4; b5; d2b; d4; d9; g1; g3; g6; h1; h2; h3; h4; h5; h6; h11. Review of the returned blade found no visible bends or warps in the blade. The blade thickness measured 0.0135 inches which is out of specification. Inspection of the blade edge confirmed the edge itself was within specification. While the blade thickness is undersize by 0.0005¿, the blade mount that the blade is secured to gives the blade extra rigidity to reduce the ability of the blade to flex and would not contribute to an uneven graft thickness. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.